Event description:
Healthcare professional later reported "hole in valve."

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole in valve." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on anterior side assessed as surgical damage. ¿ valve leak and/ or damage: observed delamination total of the valve (adhesive failure) and observed cracked valve seat diaphragm valve. As per the investigation procedure, creases, non-penetrating nicks, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.